Event description:
Patient (they/them) presented to me with a corneal ulcer. Patient acknowledged the she was knowingly wearing hubble contacts without a prescription from her previous eye care provider (optometrist) and that their previous provider was unaware they were wearing these lenses.